Event description:
When contacted by beckman coulter, inc. (Bec) per marketing survey program (msp) procedures, a customer reported that their laboratory obtained a non-reproducible false positive troponin (accutni) result for one (1) patient, generated by an access 2 immunoassay analyzer. The erroneous results were not reported out of the laboratory. Thus, there were no instances of death, injury, serious medical deterioration, or inappropriate medical treatment due to erroneous results.

Manufacturer narrative:
The customer has a repeat protocol for positive troponin I results or results that are greater than 0.25 ng/ml. The customer would re-test the sample and release the repeat result if it is within 10% of original result. The customer did not provide qc, calibration, and system check data. Service was not dispatched as the customer was not questioning instrument performance. A clear root cause could not be determined for this event.